Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test and motor error during the basic occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, or excessive no delivery alarm test due to the compromised force sensor system alarms. The pump had minor scratches on the display window and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirting out during prime. Customer's blood glucose was 112 mg/dl. Drive support cap was sticking out and loose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.